Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the laser was broken. Procedure details and patient involvement have not been indicated. Additional information has been requested but not received.

Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming laser breakout printed circuit board (pcb) and laser radio frequency identification (rfid) were replaced to address the reported event. Unrelated to the reported event, the xenon lamp was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause can be attributed to the laser breakout printed circuit board (pcb) and laser radio frequency identification (rfid) card being nonconforming. The manufacturer internal reference number is: (B)(4).